Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated: battery / (B)(4)/ model # 1650de / UDI: (B)(4)/ exp. Date: 30jun2018 device available for evaluation: yes device evaluated by manufacturer: no mfg. Date: 30jun2017 labeled for single use: no. (B)(4). Battery / (B)(4)/ model # 1650de / UDI: (B)(4)/ exp. Date: 31may2018 device available for evaluation: yes device evaluated by manufacturer: no mfg. Date: 31may2017 labeled for single use: no. (B)(4). Battery / (B)(4)/ model # 1650de / UDI: (B)(4)/ exp. Date: 31may2018 device available for evaluation: yes; device evaluated by manufacturer: no; mfg. Date: 31may2017 ; labeled for single use: no ; (B)(4). Battery / (B)(4)/ model # 1650de / UDI: (B)(4)/ exp. Date: 31may2018; device available for evaluation: yes; device evaluated by manufacturer: no; mfg. Date: 31may2017; labeled for single use: no (B)(4). Battery / (B)(4)/ model # 1650de / UDI: (B)(4)/ exp. Date: 30nov2018; device available for evaluation: yes ; device evaluated by manufacturer: no ; mfg. Date: 30nov2017 ; labeled for single use: no (B)(4). Battery / (B)(4)/ model # 1650de / UDI: (B)(4)/ exp. Date: 30jun2018; device available for evaluation: yes; device evaluated by manufacturer: no ; mfg. Date: 30jun2017 ; labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching events on six batteries while at home. The alleged controller and six batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis #702452952:the returned controller con307066 passed visual inspection and functional testing. Examination of controller log files revealed power switching events due to communication errors involving batteries: bat580823, bat580810, bat580822, bat581174 and power switching events due to momentary disconnections involving batteries:bat581170, bat580823, bat580810, bat580822, bat588484 within the analyzed period. As a result, the reported event was confirmed. Concomitant medical products: product ID 1650de lot# serial# (B)(4) product ID 1650de lot# serial# (B)(4) product ID 1650de lot# serial# (B)(4) product ID 1650de lot# serial# (B)(4) implanted: explanted: product ID 1650de lot# serial# (B)(4) product ID 1650de lot# serial# (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching events on six batteries while at home. The alleged controller and six batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller (B)(4) and six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4) and several premature power switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Correction for precious report: section b5, d3, d4, d11 should have been left blank. Section h10 should have had the following information generated: (B)(4) - product event summary:the returned controller (B)(4) passed visual inspection and functional testing. (B)(4) - product event summary: the returned battery (B)(4) passed visual inspection and functional testing. (B)(4) - product event summary: the returned battery (B)(4) passed visual inspection and functional testing. (B)(4) - product event summary: the returned battery (B)(4) passed visual inspection and functional testing. (B)(4) - product event summary: the returned battery (B)(4) passed visual inspection and functional testing. (B)(4) - product event summary: the returned battery (B)(4) passed visual inspection and functional testing. (B)(4) - product event summary: the returned battery (B)(4) passed visual inspection and functional testing. Additional products: battery, (B)(4). D4 expiration date: 2018-06-30 UDI#: (B)(4). D10: yes, return date: 2018-04-16 h3: yes h4: mfg date: 2017-06-30 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(4). D4 expiration date: 2018-05-31 UDI#: (B)(4). D10: yes, return date: 2018-04-16 h3: yes h4: mfg date: 2017-05-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, (B)(4). D4 expiration date: 2018-05-31 UDI#: (B)(4). D10: yes, return date: 2018-04-16 h3: yes h4: mfg date: 2017-05-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, (B)(4). D4 expiration date: 2018-05-31 UDI#: (B)(4). D10: yes, return date: 2018-04-16 h3: yes h4: mfg date: 2017-05-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, (B)(4). D4 expiration date: 2018-11-30 UDI#: (B)(4). D10: yes, return date: 2018-04-16 h3: yes h4: mfg date: 2017-11-06 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(4). D4 expiration date: 2018-06-30 UDI#: (B)(4). D10: yes, return date: 2018-04-16 h3: yes h4: mfg date: 2017-06-30 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction for previous report sent 2018-08-24. If remedial action is initiated. If information is provided in the future, a supplemental report will be issued.